Event description:
During a routine follow-up, the diagnostics showed "battery voltage has reached end of service." The memory contained 15 egm's from the last 4 days, all showing noise with high amplitude and impedance values between 600 and 900 ohms at gain "0". The decision was made to explant the device.